Event description:
Spontaneous. Pt reported the needle would not draw up the medication after reconstitution. Unknown if pt missed a dose. No adverse event reported. Unknown if pt has supply on hand for return. Supply has not lot number or expiration date. No further information. Dose/frequency/route: use as directed to mix xolair - inject 300 mg subcutaneously every 4 weeks. Reported to (B)(6) by pt/caregiver.